Event description:
The customer reported that there was a high kv error during a procedure. There is no report of serious injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The transformer was adjusted during the svc call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.